Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen (2000 mcg/ml at 450.0 mcg/day), morphine (14 mg/ml at 2.25 mg/day), and bupivacaine ( 10 mg/mlat 3.15 mg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient contacted their doctors office stating the pump was alarming. Interrogation of the pump by the managing office reveled the pump was in a motor stall. The patient is scheduled to have the pump exchanged on thursday, august 22. There were no environmental factors contributed to the issue and no diagnostics were performed. It was noted the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who stated that in ¿august¿ the pump went out, stopped working. Due to this the patient was in ICU (intensive care unit) and ¿just about died from baclofen withdrawal¿. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient was in the intensive care and almost died. It was confirmed the hcp was making the patient replace the pump because it was part of the recall, and if the issue were to happen while patient was traveling, the patient would likely die before getting to hcp or being resolved. The caller was escalated and focused only on the current pump compensation and the recall so no uncollected information was requested.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-11-13 15:29:50 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Destructive analysis identified wear on the motor o-ring for gear number three. Analysis identified wearing on the [upper/lower] shaft of gear number [one/two] (or the rotor). Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. The pump was returned, and analysis found a gear train anomaly in which there corrosion and-or wear and-or lubrication of the motor. Wear to the o-ring was also noted. If information is provided in the future, a supplemental report will be issued.